Manufacturer narrative:
This is the final report submitted regarding this surgical event and medical device.

Event description:
"It was reported that a patient underwent a revision surgery due to instability / dislocation, 1 month post-op. (Reverse shoulder arthroplasty on (B)(6) 2016. Revision reverse shoulder arthroplasty on (B)(6) 2016). Stem, baseplate, and tray were implanted on (B)(6) 2016. Only a new glenosphere and insert were implanted during this surgery. Patient ID: (B)(6)"